Event description:
The catheter (subject device) was advanced over the guidewire to the lesion. At that time, the physician used a syringe to remove any air bubbles from the microcatheter. "An usual amount of air was coming into the syringe," so the device was removed and a hole was observed approx four inches from the proximal end. The case was completed with another same device. The pt is reported to be "fine."

Manufacturer narrative:
(B) (4) hole in catheter shaft.